Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified as the issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there were black specs throughout the cysto-nephro videoscope. It could not be identified if the specs were coming from inside the scope or were on the scope. The issue occurred during reprocessing. There were no reports of patient harm.